Manufacturer narrative:
The insulin pump was received with currents within specifications, no unexpected off no power without low battery. However, the insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device died twice. The customer states they have changed out the batteries, but they are not lasting as long as they should be. The customer's blood glucose level at the time of incident was unknown. The customer states they did not receive no power alert, prior to the device shutting down. The customer was advised that the device would have to be replaced and returned for analysis.